Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. The blood glucose was 302 mg/dl. The troubleshooting was performed and they were able to clear the alarm and able to complete the rewind. They received the another unexpected restart after the troubleshooting. Customer states the pump was not stored or not in use for an extended period of time, alarm occurred shortly after inserting a new battery. The device will be returned for the analysis.